Event description:
It was reported that the product failed.

Manufacturer narrative:
The reported failure condition (continuous activation) was confirmed on the returned unit. Saline water residue was observed on the bottom of the handle, all around the base (outlet) of the communication cable and suction tube. The pinch clamp of the suction tube is missing and not returned with the probe. The returned unit was activated at least 46 times or more, for at least 662 seconds before the unit failed by continuous activation. The returned unit was dissected to verify the electrical connections. Inside the handle, saline water, humidity inside the button domes, saline water residue and rust was observed which indicates that saline water accessed the inside of the probe reaching the electrical connections which consequently caused the reported malfunction during surgery. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. In order to rule out fluid ingression due to a manufacturing related defect through the glued parts of the serfas probe: the lumen¿s joint with the core, the glue joint between the inner lumen and ceramic, and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No fluid ingression was observed through those points. The unit was returned without the pinch clamp. Visual inspection results suggests that the medical staff or surgeon did not use the suction tube or eliminated the pinch clamp, thus allowing drops of condensed fluid generated during procedure to reach the inside of the handle through the communication and suction cables outlets. Therefore, the probable root cause for the reported condition was most likely user-related. If fluid ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, it will lead to unit malfunction. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The reported failure condition (continuous activation) was confirmed on the returned unit. Saline water residue was observed on the bottom of the handle, all around the base (outlet) of the communication cable and suction tube. The pinch clamp of the suction tube is missing and not returned with the probe. The returned unit was activated at least 46 times or more, for at least 662 seconds before the unit failed by continuous activation. The returned unit was dissected to verify the electrical connections. Inside the handle, saline water, humidity inside the button domes, saline water residue and rust was observed which indicates that saline water accessed the inside of the probe reaching the electrical connections which consequently caused the reported malfunction during surgery. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. In order to rule out fluid ingression due to a manufacturing related defect through the glued parts of the serfas probe: the lumen¿s joint with the core, the glue joint between the inner lumen and ceramic, and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No fluid ingression was observed through those points. The unit was returned without the pinch clamp. Visual inspection results suggests that the medical staff or surgeon did not use the suction tube or eliminated the pinch clamp, thus allowing drops of condensed fluid generated during procedure to reach the inside of the handle through the communication and suction cables outlets. Therefore, the probable root cause for the reported condition was most likely user-related. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product failed.